Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated she was out in the rain and the device might have gotten wet. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm during testing. However, the insulin pump had an intermittent up button response due to moisture damage keypad traces. No moisture damage on electronic assembly during visual inspection was noted. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and cracked case at reservoir tube window corners.